Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, one extended opening and flat creases. A weight test of the device was verified, and the device was within specification. A microscopic analysis was performed which identified, more than three openings striated and nick striated. Based on the device analysis, the final assessment is: more than three openings striated in the side anterior assessed, as surgical damage. Nicks striated assessed, as surgical tool scratch like.

Event description:
Device has been explanted.